Manufacturer narrative:
Log review completed, confirming the issue. Subject device investigation, upon receipt.

Event description:
During case, pco2 @37 value trending very dangerously low, despite repeated capture/sync. Even immediately after performing a sync, pco2 value would drop back immediately to high-20s value. User checked wag line connections, set sweep to 10 lpm to blow off any condensation, and also emptied the sputum traps. Pipeline protectors were replaced. Factory reset of pco2 was not performed, nor was the nomoline replaced at the time. Pco2 continued alarming below their lower limit threshold throughout the case and required serial abgs to be performed for patient safety. All other parameters trended as normal.